Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated the inferior vena cava, migrated, and a detached limb went to the left ventricle of the heart. The device was removed percutaneously and the detached limb was removed via an open chest procedure. The patient reportedly experienced rib pain, left chest feeling loss, and shortness of breath; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years and three months of post deployment, a computed tomography angio (cta) pulmonary and abdominal aorta was performed and it demonstrated that the one of the 6 peripheral legs of the filter had broken off . This filter leg has embolized into the chest. Specifically, it has penetrated the left lateral wall of the right ventricle. The tip was either almost or just barely beyond the outer margin of the myocardium, possibly within the pericardial sac. The next day, a coronary angiogram and left ventriculogram was performed and it revealed there was a small metallic object that appear to be the filter leg that have embolized into the left ventricle and through the left ventricular inferolateral wall portion appears to be in the myocardium and a portion appears to be out into the pericardial space. On the next day, a computed tomography (CT) abdomen and pelvis was performed and it revealed that the filter was in place with rightward tilt and 11 of the 12 struts were visualized. After two days, the patient scheduled for the filter retrieval; the right internal jugular vein was accessed. A cavogram was performed and it demonstrated there was mild penetration of the filter legs through the caval wall. 11 legs are present on the filter and one leg was visualized in the heart. The endobronchial forceps were used to grasp the filter apex. Despite grasping the filter with the forceps, an adequate grip was not achieved on the filter and the sheath could not be advanced. This was attempted three times without success. A 5f sos catheter and glidewire were used to engage the apex of the filter and the sheath was advanced over the filter, collapsing the filter completely within the sheath. Then the filter was removed completely. Final fluoroscopic image demonstrates complete removal of the filter. On the next day the patient scheduled for the filter strut removal from the heart. A 7 cm left mini thoracotomy was performed just lateral to costochondral junction. Then pericardium was opened widely, and the apex of the heart exposed. With very little manipulation, it was able to identify the foreign body poking out near the true apex of the heart. Then, the foreign body was extracted in its entirety. Therefore, the investigation can be confirmed for filter limb detachment, perforation of the inferior vena cava (ivc), filter tilt and retrieval difficulties. However, the investigation is inconclusive for filter migration. Per the medical records, there was a minimal rightward tilt of the filter. Three unsuccessful attempts were made to retrieve the filter using forceps. Subsequently, the filter was removed using a 5f sos catheter and glide wire. Although a definitive root cause could not be determined, the filter tilt could have potentially caused or contributed to the reported event. Labeling review: the current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. -only use the recovery cone removal system to remove the g2 filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. During an unspecified date post deployment, a cta showed a filter leg within the left ventricle. Approximately, eight years and four months post deployment, abdomen x-ray showed there was a minimal rightward tilt of the filter. Two days later, the patient was scheduled for ivc filter removal. An inferior vena cavogram demonstrated mild penetration of the filter legs through the caval wall and 11 legs were present on the filter. One leg was visualized in the heart. Three unsuccessful attempts were made to retrieve the filter using forceps. Subsequently, the filter was removed using a 5f sos catheter and glide wire. The filter was inspected and 11 legs were counted. Therefore, the investigation can be confirmed for limb detachment, perforation of the ivc, filter tilt and retrieval difficulties. However, the investigation is inconclusive for filter migration. Per the medical records, there was a minimal rightward tilt of the filter. Three unsuccessful attempts were made to retrieve the filter using forceps. Subsequently, the filter was removed using a 5f sos catheter and glide wire. Although a definitive root cause could not be determined, the filter tilt could have potentially caused or contributed to the reported event. Labeling review:the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Only use the recovery cone removal system to remove the g2 filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated the ivc, migrated, and a detached limb went to the left ventricle of the heart. The device was removed percutaneously and the detached limb was removed via an open chest procedure. The patient reportedly experienced rib pain, left chest feeling loss, and shortness of breath; however, the current status of the patient is unknown.